Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing bench handling and full functionality stress testing without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified. The device and a replacement multi-function cable were returned to the customer. The multi-function cable involved was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "cardiac monitoring unavailable" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report numbers 1220908-2020-01180, 1220908-2020-01181 and 1220908-2020-01182 for similar reports from the same customer.